Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced st elevation and hypotension. Ablations were performed on the inferior aspect of the right inferior pulmonary vein (ripv) when st elevation and hypotension were observed. The physician believed a coronary spasm had occurred and epinephrine was administered. The st elevation resolved within 4 minutes. The procedure was completed using the original catheter with no further patient complications. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.